Event description:
Customer reported via phone call they were experienced hyperglycemia. Blood glucose value was 600 mg/dl. Another blood glucose value was 298 mg/dl. The auto mode feature was active at the time of high blood glucose event. The troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 600 mg/dl and sensor glucose was 120 mg/dl at the time of the event, the difference was outside the acceptable range. The difference between sensor glucose and blood glucose was 480 mg/dl. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.